Manufacturer narrative:
One suspect pump was returned for evaluation. Upon reviewing the event history log (ehl), the reported error code and an additional system fault error was noted. Visual and functional tests were performed on the returned device. Upon visual inspection, fluid ingression was observed on the motor, chassis, battery compartment, lcd screen were noted and pwa board had oxidation on. The system fault code was confirmed during power up. The probable cause of the reported problem is unknown.

Event description:
It was found during investigation that the pump displayed a system fault error. There was no patient involvement, and no harm.